Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had multiple error alarm. Customer stated that insulin pump was not exposed to high magnetic field. Customer was able to clear the alarm and also were able to rewind the insulin pump. Customer stated that insulin pump did not pass the displacement test. Insulin pump was not exposed to high magnetic field. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis

Manufacturer narrative:
Device passed displacement test and selftest. Device received with pump error 54 and pump error 4 followed by a pump error 53 were present in the device trace download due to moisture damage on electronic board stack. Moisture damage on motor assembly and force sensor assembly.